Manufacturer narrative:
H9 fsca # fa-q124-hf-1 no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stoppage on (B)(6) 2026 that was confirmed with the vad coordinators where the patient was scheduled for a system controller exchange they perform every 3 years. There was a damage to the patient side of the driveline that was rescue taped. Cardiology progress note and computed tomography (CT) of the chest were sent that confirmed a thrombus in the outflow graft. The patient was then admitted for respiratory distress and was reported to be stable in the intensive care unit (ICU). The event log file contained alarms associated with a controller exchange on (B)(6) 2026. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Interrogation of the left ventricular assist device (lvad) showed stable power and flow over the past week and the device functioning normally. The CT result showed that along the driveline at the left ventral abdominal wall subcutaneous soft tissues, there was focal dermal thickening, trace inflammation and small amount of loculated surrounding fluid measuring up to 1.6 cm in diameter. Correlate for cellulitis/infection given clinical history. Eccentric moderate mural thrombus was identified within the outflow graft with moderate narrowing (about 60% luminal narrowing) of the cannula adjacent to the pump. Additional thin mild extraluminal mural thrombus was identified near its insertion at the ascending aorta. The driveline appeared to be grossly intact. Nondiagnostic assessment for pulmonary thromboembolism due to poor contrast timing and streak artifact. Left subclavian pacemaker. Prior median sternotomy. Moderate coronary calcifications. Marked cardiomegaly. Diffuse bronchial disease. Left lower lobe subsegmental atelectasis. The patient was reported have multiple comorbidities heart failure with reduced ejection fraction (hfref), non-ischemic cardiomyopathy, implantable cardioverter defibrillator (ICD), diabetes mellitus (dm), hypertension, hyperlipidemia, paroxysmal atrial fibrillation, obesity, and tobacco use. The patient was transferred to the hospital for acute hypoxemic respiratory failure. The patient reported to be doing well until 1.5 days ago and had an acute worsening of their breathing status but was not able to identify any trigger. Weight had been stable and does not feel volume overloaded. The patient was stabilized with bilevel positive airway pressure (bipap) and was treated with albuterol and solu-medrol (methylprednisolone sodium succinate). The patient felt better and was put on nasal cannula oxygen (nc o2). The patient was on end stage heart failure with nonischemic cardiomyopathy (nycm), new york heart association (nyha) class IV, american heart association (aha) stage d, ejection fraction 20%, biventricular failure. The patient was on coreg (carvedilol) 12.5mg twice a day, torsemide 40mg twice a day, baby aspirin, 2g sodium, and 2l fluid restriction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported narrowing of the outflow graft and the suspected thrombus cannot be confirmed. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient had a pump stoppage on (B)(6) 2026 that was confirmed with the vad coordinators, where the patient was scheduled for a system controller exchange, which they perform every 3 years. There was damage to the patient side of the driveline that was rescue taped. The patient was then admitted for respiratory distress and was reported to be stable in the intensive care unit (ICU). A review of the submitted log files revealed the pump operating as expected at the set speed. No unusual events or alarms were noted. Cardiology progress note and computed tomography (CT) of the chest were sent. The CT result showed that along the driveline at the left ventral abdominal wall subcutaneous soft tissues, there was focal dermal thickening, trace inflammation, and a small amount of loculated surrounding fluid measuring up to 1.6 cm in diameter. Correlate for cellulitis/infection given clinical history. Eccentric moderate mural thrombus was identified within the outflow graft with moderate narrowing (about 60% luminal narrowing) of the cannula adjacent to the pump. An additional thin, mild extraluminal mural thrombus was identified near its insertion at the ascending aorta. The driveline appeared to be grossly intact. Nondiagnostic assessment for pulmonary thromboembolism due to poor contrast timing and streak artifact. Left subclavian pacemaker. Prior median sternotomy. Moderate coronary calcifications. Marked cardiomegaly. Diffuse bronchial disease. Left lower lobe subsegmental atelectasis. The patient was reported to have multiple comorbidities: heart failure with reduced ejection fraction (hfref), non-ischemic cardiomyopathy, implantable cardioverter defibrillator (ICD), diabetes mellitus (dm), hypertension, hyperlipidemia, paroxysmal atrial fibrillation, obesity, and tobacco use. The patient was transferred to the hospital for acute hypoxemic respiratory failure. The patient reported being well until they had an acute worsening of their breathing status but was not able to identify any trigger. The patient's weight was stable, and the patient did not feel volume overloaded. The patient was stabilized with bilevel positive airway pressure (bipap) and was treated with albuterol and solu-medrol (methylprednisolone sodium succinate). The patient felt better and was put on nasal cannula oxygen (nc o2). Per additional information, no photos of the pump cable damage are available. The source of the infection was unknown. The patient was discharged and remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, "introduction," lists the adverse events, including infection, thromboembolism, cardiac arrhythmia, and respiratory failure, that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, also lists thromboembolism and arrhythmia as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 4 of the patient handbook, "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.